Event description:
This system is used for info handling of donor collection, blood unit processing, and pt transfusion mgmt. At high volume, directories to the unit master files are corrupted nearly daily necessitating offline reguilding of the pointers. Throughout of certain essential operations is too slow to maintain proper pt care records in real time.